Event description:
It was reported that the patient presented for a follow-up in the clinic. The insertable cardiac monitor (icm) was unable to pair with the patient's phone. The icm remained implanted. No intervention was performed. There were no patient consequences throughout.